Event description:
The patient's family member reported this incident. Family member stated that patient started to get higher readings than normal. Based upon this, patient's doctor doubled their dosage of amiril and also placed patient on glucophage. Patient collapsed one day and was taken to the hospital emergency medical technician tested their glucose enroute to the hospital and the result was 31mg/dl. Patient was hospitalized and their meds were changed. Glucose control level 1 and 2 were used on the system and both controls fell within range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.